Event description:
As reported, during implantation of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the actual size of the device did not match the size on the outer package. Additionally, the tip end of the stent could not open. A non-cordis stent was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a balloon dilatation and stent implantation procedure to treat thrombosis of the lower extremity artery. The target lesion was in the femoral artery. The vessel characteristics at the target site were mildly calcified and not tortuous. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation. The hospital reported this case as an adverse event to china nmpa directly. Addendum: the stent was returned partially deployed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during implantation of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the actual size of the device did not match the size on the outer package. During deployment, the tip end of the stent could not open in any way. During removal of the device, the stent was stuck with the outer sheath and the physician suspected that the product size did not match. The device was able to be removed and an attempt to deploy the stent outside of the patient was made where the device was partially deployed by force. A non-cordis stent was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a balloon dilatation and stent implantation procedure to treat thrombosis of the lower extremity artery. The target lesion was in the femoral artery. The vessel characteristics at the target site were mildly calcified and not tortuous. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation. The hospital reported this case as an adverse event to china nmpa directly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during implantation of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system, the actual size of the device did not match the size on the outer package. During deployment, the tip end of the stent could not open in any way. During removal of the device, the stent was stuck with the outer sheath and the physician suspected that the product size did not match. The device was able to be removed and an attempt to deploy the stent outside of the patient was made where the device was partially deployed by force. A non-cordis stent was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during a balloon dilatation and stent implantation procedure to treat thrombosis of the lower extremity artery. The target lesion was in the femoral artery. The vessel characteristics at the target site were mildly calcified and not tortuous. The device was stored and prepped per the instructions for use (IFU). The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, no damages or anomalies were observed. The received unit is not manufactured with the stent size printed on the ID band, preventing comparison and verification of the correct stent size provided to the client via this method. The device showed evidence that the deployment mechanism had been partially triggered, as the stent was partially deployed from its manufacturing position. A kink was also observed 4 cm from the hub. Dimensional analysis could not be performed due to inaccessible documentation for dimensional parameters. A functional analysis was attempted to determine if the deployment mechanism was compromised, given the partial deployment observed. The deployment simulation was successfully executed, with the stent deploying fully after the mechanism was completely activated. No evidence of damage or anomalies was observed during this analysis, confirming that the deployment mechanism was not compromised. Due to limited information to confirm the stent size and evaluate potential withdrawal difficulty, two additional analyses were performed: a csi insertion/withdrawal difficulty evaluation and measurement of the deployed stent. During the csi insertion/withdrawal evaluation, no difficulties related to the reported event were observed. The stent measurement confirmed that the stent size matched the product catalog¿s expected size, measuring 150 mm in length and 5 mm in diameter. The reported ¿stent delivery system (sds) withdrawal difficulty through guide/sheath¿ could not be confirmed due to the nature of the event as it cannot be properly evaluated in the lab setting. Many procedural factors can contribute to difficulties withdrawing the device including vessel characteristics, user technique and the interaction between the product and concomitant devices. The reported ¿stent incorrect length¿ was not confirmed as the stent was deployed from the unit and measured. Stent measurement confirmed that the stent size matched the product catalog¿s expected size, measuring 150 mm in length and 5 mm in diameter. Therefore, the exact causes of the reported events cannot be conclusively determined as insertion/withdrawal analysis was performed successfully with a lab sample csi and the stent measured the appropriate length according to the catalog information provided. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as no anomalies were found on the received device. According to the instructions for use which are not intended to mitigate risk, ¿the percutaneous placement of the stent should be done in an angiography procedure room under fluoroscopic guidance. Diagnostic angiography should be performed to map out the extent of the lesion and the collateral flow and measure the length of the target lesion and diameters of the reference vessel (proximal and distal to the lesion). Patient preparation and sterile precautions should be the same as for any angioplasty procedure. Select a stent size diameter according to the reference vessel diameter measured and the stent size selection measure the length of the target lesion to determine the length of stent required. Select a stent length that allows for the proximal and distal aspects of the stent to cover the entire target lesion. The maximum constrained length is the length of the stent in the smallest indicated reference vessel diameter. The minimum constrained length is the length of the stent in the largest indicated reference vessel diameter. Under fluoroscopic guidance, withdraw the entire delivery system over the guidewire as one unit, while keeping the guidewire in position and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath, if resistance is met, remove sheath and delivery system as a unit. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. Warning: do not attempt to reposition stent after start of deployment. When clinically appropriate, remove the guidewire, sheath, and any other accessory equipment from the body and achieve hemostasis of the access site.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.